Event description:
Last summer the customer had hypoglycemic symptoms. The device was used to check their blood glucose and their family member said the result was hi and 317 mg/dl. The family member treated the symptoms with glucagon. Emergency medical techs were also called and checked the customer's glucose at 20 mg/dl. Customer was treated with an IV and taken to the hosp where they were monitored for four hours and then released. Controls were not used on the system. The device was replaced and requested to be returned for eval.